Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with no leak noted at time of implant. At the routine 45 day follow up, a transesophageal echocardiogram (tee) was performed which revealed a possible leak around the closure device on the limbic side. A second tee was scheduled to investigate the possible leak, and it was performed on (B)(6) 2025, which revealed a lobe on the limbic side was missed by the closure device on the day of implant. A non-boston scientific (bsc) vascular plug was used to fill the gap and post vascular plug implantation, the closure device shifted and there was a new 1mm leak on the mitral side. The physicians believe the non-bsc plug is what caused the closure device to further shift and create the new 1mm leak. The patient is to stay on blood thinners and will undergo another follow-up tee in 45 days to see if the closure device leak is healed.